Manufacturer narrative:
(B)(4). The results of this investigation concluded stent post 1 was bent. This caused leaflets 1 and 3 to take on new characteristics. It is unknown how or when the stent deformation occurred. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the stent deformation was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2016, an aortic valve replacement was performed and this 25 mm sjm trifecta gt valve was implanted. After implant, intraoperative echocardiography revealed a significant central leak. The valve was removed and replaced with a 25 mm tissue valve from another manufacturer. Per report, there was extended cardiopulmonary bypass and procedure time. The patient was reported to be recovering.